Event description:
It was reported that a pt was being dialyzed in the intensive care unit and experienced blood leaks. The pts blood was successfully returned after each occurrence. The pt's estimated blood loss was 100 ccs over the 3 occurrences. Sample was returned to the manufacturer for manufacturing review.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is not confirmed. Visual examination did not identify any defects that would have allowed blood to enter the dialysate compartment during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Please reference mdrs# 1713747-2013-00265 and 1713747-2013-00266.